Event description:
It was reported that the pt had abnormal impedances in all electrodes in (B) (6) 2009 and the pt had a revision. Despite multiple attempts, no additional info was obtained.

Manufacturer narrative:
(B) (4).